Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the device labels were peeling. The distal end cover was cracked. The adhesive on the bending section cover (a-rubber) was cracked. There were scratches on the insertion tube and light guide tube. The image was tilted ten (10) degrees to the left. There was a cut on switch button #1. There was decreased angulation in the "down" direction. There was play in the up/down, and left/right, control knobs. The distal end plastic cover had deep dents and scratches. The glue on the objective lens and the light guide lens was worn. The air was not clearing the objective lens within specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a doctor dropped the scope (subject device) during a colonoscopy procedure. The doctor picked up the scope, wiped it with alcohol and continued the procedure. There was no patient or user injury reported due to the event. The customer wanted to make sure there was no damage due to the scope being dropped. This report is being submitted due to the device not being reprocessed properly after the scope was dropped.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect handling and/or reprocessing of the scope. The following information is stated in the instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.